Manufacturer narrative:
The device was returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction h6-type of investigation 114 removed. Correction h6-component code 4755 removed.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous proximal left anterior descending artery. The 3.0x28mm xience xpedition stent delivery system was attempted to be advanced; however, the proximal shaft first bent and then separated from the hub as resistance was felt with anatomy. The separated portion was simply withdrawn. Another xience stent was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.